Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the linkassist plus released the infusion set unintentionally on one occasion. No adverse event reported. Device has been discarded; no product will be returned.